Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that a precice nail was implanted in (B)(6) on a stature patient. His right side lengthened but the left nail did not. The patient lost faith in his original surgeon, so he came to (B)(6) to have dr. (B)(6) swap out the nail. The nail did work on the back table with a fast distractor, but (B)(6) still wanted us to swap it.